Event description:
It was reported that this left ventricular (lv) lead exhibited high thresholds, and high out-of-range (oor) pacing impedances, measuring greater than 2000 ohms. The lead was reprogrammed and the physician will continue to monitor the patient/system. This lv lead remains in service. No adverse patient effects were reported.